Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing unit label with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing unit label with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and missing unit labels were not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a timing issue during the labeling process.

Event description:
It was reported that bd vacutainer® lh 170 i.u. Plus blood collection tubes had missing labels. There was no report of exposure, serious injury or medical intervention.